Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Caller reports she have not used or charged her implant for few months. Caller reports yesterday she charged her controller and charged her implant, within a few moments, she felt hot on the recharger, do not recall any messages seen on the controller. Caller reports she tug the recharger into her pants and was walking around the house. Caller reports her implant is 30% charged and controller is 50% charged currently. Troubleshooting performed. Patient is charging excellent coupling. Caller reports within that 5 minute of charging, patient did not feel the hotness from the recharger. Suggest caller to continue charging her implant to 100% suggest taking a screen shot of the controller if she feels hot from the recharger.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.